Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one sample. The following results were provided: initial result = 4.3 mg/dl, repeat result = 4.0 mg/dl, repeat result on a different analyzer = 0.6 mg/dl (more closely reflected patient¿s history). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.